Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer hear the insulin pump and it vibrates. The customer¿s blood glucose during the incident was unknown. Customer was advised to adjust the audio volume to 1, press save, and listen for the beep. Customer stated that they did not hear beeps when audio volume settings were saved. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Adjusted the audio options audio volume and verified audio tone does not adjust accordingly. Pump error 63 alarm noted during self test and confirmed in device history due to broken trace at pin and pin on keypad assembly.